Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer ordered 21-2120-0105-14l pump kit, cadd-solis vip, mdl 2120, swedish, pharmguard, (B)(4) /ea, but received 21-2111-0402-14l pump kit, cadd-solis, mdl 2110, v4.2, swedish, (B)(4) /ea (pib). Serial numbers are registered as vip in installbase. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 2/11/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a wrong rear label and wrong sw-version installed. The service history review had no indication that the complaint was related to a service of the device within the review period.